Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported that the patient experienced elevated blood glucose levels due to the insertion device not inserting infusion sets with full strength into her skin. Patient was admitted to hospital and was diagnosed with ketoacidosis. Patient was hospitalized for a few hours and was given insulin at the hospital; type of insulin and dosage was not provided. The lot number of the insertion device was not provided. The insertion device was requested to be returned for product evaluation.